Manufacturer narrative:
Evaluation summary: regulatory affairs reviewed the labeling for both the cemented and press-fit hip stems in the versys ld/fx family of products and found the labels to be sufficient for product identification. There are well know physical attribute differences between a stem for press fit and for cemented use. The cemented stem provides a tip at the distal end for the required centralizer which is called out in the surgical technique, and the press fit clearly does not provide this feature. No product was returned for eval. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that during surgery in 2006, the wrong device was inadvertently selected for a hip fracture repair due to the similar packaging and labeling of the press fit and cemented versions of the product. The cement had to be chiseled and the bone reamed to get the wrong stem out and to implant another stem. There was approx an additional 3-4 hrs of surgery time.